Manufacturer narrative:
The investigation into the vascular damage - peripheral vessel has been completed since the original report was filed. The device was returned for investigation. Visually inspected and no damages or abnormality were observed from the pump or repo sheath. The cause of the vascular damage issue was patient condition related since patient had pseudoaneurysm per clinical review and field investigation.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: be careful not to pull on the impella catheter when transferring a patient from one bed to another.¿ ¿potential adverse events (united states): acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿.

Event description:
The user facility reported a 74-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. Following impella implant, pulsatile bleeding was observed from around the sheath. A side wire port angiogram showed an extravasation coming from the repositioning sheath. After attempts to achieve hemostasis were unsuccessful, the decision was made to explant the pump and repair the vessel. During surgical intervention it was confirmed that there was a pseudo aneurysm and rupture. A covered stent was placed to achieve hemostasis.